Manufacturer narrative:
The investigation was completed to determine the cause of this reported event. The erbe generator was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the surgeon encountered multiple instances of the c-34 error when attempting to use monopolar coag on the erbe generator. The green energy activation cables have been replaced already but the issue still recurred on multiple monopolar instruments. The customer power cycled the erbe generator and swapped energy ports with no success. The customer then attempted to disconnect external foot pedals and power cycle again. The c-34 error was triggered each time the monopolar coag pedal was pressed. There were no other generators or CT machines in use. The customer was not sure where to plug in the blue force triad energy cable. The technical support engineer (tse) assisted the customer by having them plug the energy cable into ports 1 or 3. The customer was still unable to fire the energy and were getting an error on the erbe generator. The tse explained that the customer needed to move the grounding pad, bipolar cables, and monopolar cables from the erbe generator to the force triad generator. The customer moved the energy cables and grounding pad cable to the force triad and now they are able to fire energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and confirmed that the procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator was faulting with a c-34 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe generator; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.